Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: the device was returned for analysis. The reported difficult to remove was not able to be confirmed or replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as reported interaction with the guiding catheter resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the mid left anterior descending artery. A 2.5x28mm xience prox stent was deployed at 16 atmospheres. Resistance with the 6f guiding catheter was felt when removing the stent delivery system (sds), but the sds was able to be removed. There was no residual stenosis and timi iii. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.